Event description:
It was observed that during the device evaluation, the camera head exhibited water tightness failure at the cable boot on the connector side and the electrical contacts were corroded. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation and historical data, probable causes include damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. The most probable cause of this complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.